Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. When the front cover of the device was removed to inspect the interior, the device led's and mounting for the lcd fell out. Although the investigation could not reproduce the alarm issue, the investigation did identify that the device circuit board was damaged. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. The device circuit board was replaced, and the device passed all testing.

Event description:
It was reported that the device red light was blinking and alarming despite putting a new line on every time.